Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, there were lines observed across the display. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over 2 years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there are white lines on the monitor. The customer reported that the lines obstructed the values. No known impact or consequence to the pt.